Event description:
Medtronic rep reported the percutaneous reference pin was loose.

Manufacturer narrative:
No pt information available as no pt was present in this concern. No return of percutaneous reference pin, therefore, no evaluation will be completed. Site didn't want to purchase another pin.